Event description:
Nurse was restarting IV. She got the needle into the vein & attempted to aspirate blood. Was not able to aspirate blood, air got into the IV extension tubing set. No adverse outcome for pt.